Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the 3t heater cooler system. The event occurred in the united states. A livanova field service engineer was dispatched onsite and confirmed the reported event. As troubleshooting, the patient pump 1 and the distribution board were replaced. Functional verification checks were completed successfully, and the unit was returned to service. A device complaints history review was performed and another similar event was reported since unit installation in 2016. No concerning trend was identified about this failure mode. Based on investigation findings, the root cause of the reported event has been attributed to a defective patient pump. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova deutschland received report regarding a heater cooler 3t system showing the error (e16) concerning patient circuit 1. The issue occurred during procedure. There is no report of patient injury.